Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout the physician noted on fluoroscopy possible damage on the superior vena cava (svc) coil of the right ventricular (rv) lead. The command shock was effective without the svc coil so the physician elected to cap the svc coil and continue to use the lead as a single coil lead. No patient complications have been reported as a result of this event.